Manufacturer narrative:
Complaint (B)(4). No samples were received for evaluation. Received customer picture. We have no further inventory of the material/batch. A check of quality, production, and maintenance records revealed no deviations in relation to the reported error. The cause of the event cannot be determined.

Event description:
The customer provided a photograph and reported: "the tube was allowed to clot standing in a rack for 35 minutes before the tech centrifuge it. Once it came out the centrifuge the photo is what the tube looked like. The tech then centrifuged it 2 more times to see if the gel would break properly but it came out looking the same."